Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, it was found that the electrograms showed atrial lead noise. The noise caused inappropriate mode switching episodes, and the episodes were most likely caused by electromagnetic interference. No changes were made. No patient symptoms were reported.